Event description:
Patient seen in consult from va for crt-d upgrade. Noted premature battery drain on existing pacemaker, current pacemaker is under bsc advisory for hydrogen premature battery drain premature battery drain confirmed by bsc tech support scheduled for pacemaker generator change (B)(6) 2023.